Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up visit, upon device interrogation a device diagnostic anomaly was observed. The device triggered elective replacement indicator (eri) however a previous follow up six months ago it showed 1.25 ¿ 1.75 years to eri. The eri was cleared and the device will be monitored to see if it triggers eri again. The battery status was stable. Patient was stable and will continue to be monitored routinely.